Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for vertebral body compression fracture due to primary osteoporosis. It was reportedthat when attempting to fill the bone filler device with cement using the mixer, the discharge part separated from the main body of the mixer, causing cement to leak out. When bone cement was being filled, the bone cement hardened inside the bfd, resulting in two units becoming unusable. Therefore, when bone cement was filled using a lateral-hole bfd, due in part to unfamiliarity with the device, bone cement leaked toward the spinal canal side. Cement leakage into the spinal canal occurred due to an issue with the bkp procedure itself, but no complications arose as a result of the mixer damage. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # c01a-j, lot # el70355 - visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.